Event description:
It was reported that during a procedure using an ultrasonic scalpel, "the hand piece shears broke when the scrub tech cleaned it with a sponge." There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed that the distal tip of the scalpel blade was broken off. The broken tip was not returned for an evaluation of scratches or gouges. There was also an indention in the teflon pad. The observed pad indention is typically caused by closing the jaw without tissue between the activated blade and pad, which suggests the jaw was initially intact during clinical use. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a hard object such as a staple or surgical clip during clinical use. Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00195 where the tip of the device fell into the patient and the patient had to be opened up to remove the tip of the device even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.